Event description:
It was reported the pt can increase amplitude, but cannot feel the stimulation. The sjm rep met with the pt and all lead impedances were normal. An x-ray was taken. Follow up identified the pt was scheduled for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.